Event description:
It was reported that the high rate diagnostic was unable to provide the amount of time the rhythm was at the listed "fastest" rate during a syncopal episode. The patient fell as a result of the syncopal episode, and went to the emergency room for evaluation. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.